Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce error c-34 and replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. Errors c-34/c-00 were reproduced and confirmed by failure analysis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, errors occurred for the integrated electrosurgical unit (iesu). The error was already disappeared when the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse checked the system logs and found errors c-38 and c-34. The tse explained the meanings of the errors to the customer. The system was working as expected at the time of the call. The customer later called the tse again to inform that error c-34 had reoccurred multiple times. They rebooted the iesu, but the issue persisted. The ac power cord was connected to the wall outlet directly. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the iesu initialized without error. The error reoccurred after roll put. The stitching surgical task was performed by hand not by the da vinci using other generator. The procedure was completed using the same iesu.